Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event on an unreported date. The cause was not reported. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Action taken with dianeal therapy was not reported. Additional information is not available.